Event description:
Terumo medical received a user facility medwatch report # (B)(4). The medwatch event description stated that "the catheter was stuck with the wire in the cavity at the edge of the access catheter and the distal part of the catheter was broken with the wire. The detached part of the catheter was inside the aneurysmal sac. The area was packed with multiple coils for stabilization. What was the original intended procedure? Coiling of the aneurysmal sac and ivc [inferior vena cava] venogram what problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working). Date of event august 2025." Additional information was received on 11sep2025: the patient was in stable condition.